Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold and opening linear on posterior. Leak test and microscopic analysis was performed which identified: striated opening linear on posterior, crease smooth opening and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.